Event description:
It was reported that lead dislodgment was observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Analysis found that a sensing conductor was detached from the crimp sleeve to the ring electrode. The cable was not correctly crimped during manufacturing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun